Event description:
It was reported that wireless alerts had been recently reconfigured. Over the weekend, a wireless access point (wap) became disconnected, and the expected yellow alert banner did not display across all hosts. Biomedical engineering personnel used the 6300¿s ov1 interface to clear messages; however, no alert banner was observed on the 6300s ov1. The biomedical team is seeking to verify that wmts alerts are configured correctly. The device was reported to be in clinical use at the time of the event. No adverse event or harm to a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer. It was identified that access points within group 1 are correctly configured to the primary server. However, access points in other groups are configured to different ip addresses, indicating a configuration inconsistency across the system. Biomed has been notified of this discrepancy via voicemail. Pending approval from biomed, the recommended next step is to standardize the configuration by reassigning all access point groups to the designated primary server to ensure consistency and proper system operation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.